Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient states she feels a burning sensation, tenderness, and sensitive in the area of the device, under the skin. Caller states the burning hurt really badly when they moved and lasted for 2 / 2.5 hours on (B)(6) 2019 and went away. Caller states on the morning of (B)(6) 2019 it was really sensitive and burning and has been sensitive today. Caller states she called hcp who told her to call the manufacturer. Caller connected to ins and handset showed stim was on program 5 set to 0.1 v. Patient services reviewed option of turning stim off to see if this resolved issues. Caller states she did not want to turn stim off and would follow up with hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.